Event description:
Reporter stated the up and down buttons on the infusion device do not function and the protective rubber has been removed. She switched to her backup infusion device, and the alleged infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The soft components of the housing are worn down heavily. Therefore, moisture entered the insulin pump and destroyed the pump electronics. The functionality of the button was tested successfully and fulfills the product specification.